Event description:
Procedure type: sigmoidectomy. According to the reporter: after the anastomosis when the surgeon removed the device, he noticed that the anvil stayed stuck at the level of the anastomosis. The surgeon had to redo the anastomosis with a second device.

Manufacturer narrative:
(B)(4).